Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# j0546586v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0546668v, implanted: (B)(6) 2005, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient needed a head MRI as they were thinking about revising her leads. The therapy had not been on for quite a while, several years, since she was not getting therapy. There may have been some ¿casler effect¿ and they did not think the leads were in the right spot. As of (B)(6) 2016 the therapy had been on for about a month and the patient had not noticed any major benefit. Impedance measurements were taken at 1.5 and 3.0 volts. At 3.0 volts the impedances were within normal limits, except the combinations of 2 and 3 and 5 and 7, which were ¿???¿. The patient was using 1 and 5 in programming. When the rep ran impedances at 4.0 volts and 450 pulse width, there were more combinations of ¿???¿ than before. The rep later reported that the patient was going to have a stimulation holiday for a period of weeks, then turn the system back on. The hope was to understand if the therapy was benefiting her dystonia. Due to the ¿???¿ impedances a MRI was not taken. The patient¿s indication(s) for use were dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.